Event description:
It was reported that the left ventricular lead fractured, dislodged and exhibited high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the ring cable was fractured, detached and separated from the crimped area of the connector. The fractured cable could have resulted in the reported high impedance.